Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that a vns patient had drainage at the chest incision site after surgery on (B)(6) 2016. The patient was treated with antibiotics. Follow-up with the company representative provided that the drainage had cleared up after administration of antibiotics. A review of the manufacturing records confirmed the generator and lead had been sterilized prior to distribution. Additional relevant information has not been received to-date.

Event description:
Follow-up from the provider indicated the generator had been explanted, and the lead was left implanted.